Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 35 mg/dl at the time of the incident. The customer was at 120 mg/dl at the time of the call and 158 mg/dl at the time of admission. The customer was given bananas, juice, and glucose to treat and was admitted for the broken bones they suffered when they fell. The customer experienced symptoms such as falling. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer has been experiencing blood glucose drops in an instant, even when they're trying to eat. Customer also called about sensor issues. The insulin pump will not be returned for analysis.